Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver had a weak vibration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no observations related to the customer complaint. Functional testing was performed and resulting in no failures related to the customer complaint. The receiver data log was downloaded and reviewed finding no errors. Additionally, the data log was provided by the patient and reviewed and no errors related to the complaint were found. The reported complaint cannot be confirmed. A root cause cannot be determined.